Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the suspect faulty main printed circuit board and was able to reproduce the reported issue and isolate it to a faulty transducer. This failure is part of an internal investigation.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this vent was generating "xdcr fault" "low ve" and "high rate" alarms. The events log also included "exhal diff: 35 failed." This unit was not on a patient at the time of the event.